Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n186100017, implanted: (B)(6) 2009, product type: catheter. (B)(4). Device evaluation summary: analysis of the pump found ¿no anomaly¿.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 126.2 mcg/day) via an implantable pump. It was unclear if the pump was delivering gablofen or compounded baclofen. The indication for use was multiple sclerosis/intractable spasticity. On (B)(6) 2015 it was reported that the pump motor stalled due to an MRI and had not recovered as of 2 hours after. The patient was going to be seen on (B)(6) 2015 to evaluate if a motor stall recovery occurred. The patient was supplemented with oral baclofen. No patient symptoms were reported. The patient status was reported as "alive-no injury". Additional information was received from a company representative on 08/03/2015 and it was reported that the pump was just re-evaluated. Interrogation found that the pump did recover approximately 3.5 hours after the MRI. The pump estimated eri (elective replacement indicator) was 3 months at the time of the event. The patient was originally scheduled to have the pump replaced in (B)(6); however, the patient had a conflict and the replacement surgery was moved to early fall. After the motor stall/ recovery event it was decided to move up the date of the surgery to prevent any possible issues for the patient. Pump replacement was planned for (B)(6) 2015. Additional information was received on 08/04/2015 and it was reported that the pump was replaced. The patient recovered without sequela.